Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. On testing, the pump powered on normally. The pump's power current was tested and found to be within specifications. The pump did not show any signs of overheating and did not emit any alarms during testing. The pump cover was removed for investigation and no moisture, corrosion or defect was noted to any of the internal components. Investigation was unable to verify or duplicate the temperature complaint.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump and battery got hot to the touch after receiving low and replace battery alarms. The patient confirmed that there was no injury related to the event. The patient reported that the battery was replaced and there were no further issues with the pump temperature. This report is made based on the allegation of the pump temperature issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.